Event description:
It was reported that the patient received an alert. Upon review, the patient's left ventricular lead exhibited low lead impedance. The impedance had been stable for the last year and has suddenly dropped. The patient suspected that the lead had possibly dislodged while moving furniture. The patient's system paces in the right ventricle only and the patient was experiencing some shortness of breath but was stable. The patient will follow-up with their physician.